Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was duplicated and attributed to foreign substance on the button board. The foreign substance was removed to resolve the report. The origin of the foreign substance could not be confirmed but it was likely due to more aggressive cleaning protocols. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.